Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however implantech reviewed manufacturing records, sterilization records, and product labeling. Results: no failure was detected. Conclusion: the possibility of serous fluid accumulation and/or infection are known, inherent risks associated with implant surgery.

Event description:
Complainant reported that patient who had implantech gluteal implants placed in the calf region bilaterally, subsequently developed serous fluid accumulation in the area of the right side implant. Patient had the area drained repeatedly starting approximately 2 months post-operatively. For the next 21 months, the patient had the area drained repeatedly and took several courses of oral antibiotics, as well. The patient had the right side device explanted approximately 23 months post-operatively. Complainant reported that cultures taken 3 weeks before explant and on the day of the explant came back negative. There was a culture taken from the patient about 8 days after the explant surgery, and psuedomonas aeruginosa was identified. In latest follow up with complainant, patient's infection appears to be resolved, however patient has not scheduled any replacement.